Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
The date received by manufacturer (g3) was incorrect in the initial report. The date has been corrected in this follow-up report.

Manufacturer narrative:
This is to correct and remove the codes that were initially reported - removing codes for: health effect - impact code - 4625. Medical device problem code - 1260. Type of investigation code - 4112. Investigation findings code - 3252. The physical investigation of the returned items revealed, that no fracture had occurred. The corrected and/or additional codes for this complaint are: health effect - clinical code - 1932. Health effect - impact code - 4621. Medical device problem code - 2547. Type of investigation code - 10. Investigation findings code - 3253.